Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three of the same kind of drill bits would not load in to the drills. All other drill bits in the same coupling set, including the older version of these drill bits, load fine into the drills. This did not affect the patient outcome; there was no reported patient harm. There was an operative delay of twenty minutes. This is report 1 of 3 for (B)(6).

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: two drill bits received in good condition; no damage noted. Orchid unique manufactured the 1.5mm drill bit/stryker j-latch, part number 310.172, and lot number u183482. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. Due to an unknown cause, the drill bit would not load in to the drills. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The 1.5mm drill bit/stryker j-latch was made to the synthes drawing. Note: this evaluation involves two parts from the same lot that are indistinguishable. Measurements for both parts were taken and passed, but no effort has been made to distinguish them. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the drill bit. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection. No material review reports or non-conformance reports were generated for this lot. Additional manufacturing date: 8/6/2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.